Event description:
It was reported to resolve that a patient required revision surgery to reposition a caudal screw used to secure a coda anterior cervical plate. It was found that the locking tabs of the plate had broken and the screw was backing out of the plate. No additional information was given on the status of the patient or the outcome of the revision surgery.